Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, possible fracture, noise on an electrogram and high bipolar pacing lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.